Event description:
At the pre-use check, pressure test was failed. This is the side of expiration. More detailed log said that "monitor pressure transducer test failed inspirator and/or expiratory offset was >6 mbar from factory default, and/or new gain was >5% from factory default."